Event description:
It was reported an issue with novosyn quick suture. The client reported that thread broke off the needle - 3 samples from one batch with the same issue. When did the failure occur: during therapy. No further information has been received.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock (blockage requested) and (B)(4) units blocked. We have received 62 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Rotation test in closed samples received, we have noticed that all threads break easily next to the needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that it was caused by too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.